Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the returned product was examined. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2, b5, d4, d6, h4. Corrected: h3, d11. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that the affected side was the left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Was the product being used in a clinical trial? No. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? Yes. Event outcome/how was it managed? The patient presented with a disassociated liner 3 years post primary surgery. Was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no. Has the reporter facility indicated there may be legal action? Not yet. Is the product available for return? Product being decontaminated and should be presented in next 48 hours for return. Please give a detailed explanation: patient presented to a&e with pain in left hip. X-ray showed disassociated poly liner. We removed the liner and the head and replaced with new poly liner of the same description and a delta ts head. See below picture of removed liner. Note: the large dent on the posterior lip was incurred during removal of liner.